Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 10mm augment. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Event description:
It was reported that there was a scorpio revision of the right knee. The dr felt there was loosening and found none. There was a 10mm augment with the biggest insert. The surgeon decided to cement a 7mm augment to a 9mm augment to fill gapping that was seen.

Manufacturer narrative:
An event regarding instability involving a scorpio augment was reported. The event was confirmed. A review of the provided medical records and x-rays by a clinical consultant indicated: there is no evidence of loosening of the stryker revision components at the second revision surgery due to instability resulting from initial revision components not thick enough to regain soft tissue tension. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation. Device history review: DHR review was satisfactory. Complaint history review: chr review determined that there were no similar events for the reported lot. Conclusions: the investigation concluded that brief description was caused by the initial revision components not being thick enough to regain soft tissue tension.

Event description:
It was reported that there was a scorpio revision of the right knee. The dr felt there was loosening and found none. There was a 10mm augment with the biggest insert. The surgeon decided to cement a 7mm augment to a 9mm augment to fill gapping that was seen.